Manufacturer narrative:
Phone not provided. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that a red alarm was triggered however, no audio was heard. The device was in use monitoring patients. No adverse event was reported.